Manufacturer narrative:
A ge service rep performed an onsite investigation. Attempts were made to repair the system by formatting the hard drive and reloading the base software which would not reload. The cpu needs to be replaced, however, the customer did not authorize the repair. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system displayed an invalid ram error message and would not complete the boot up process. No pt injury was reported.